Event description:
The account stated that the cell-dyn 3200 analyzer is generating discrepant rbc results on one patient sample. The account also stated that the differential is not matching the results. The initial rbc result was 4.91 m/ul and the repeat result was 7.34 m/ul. Field service was requested. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.